Event description:
The report the co received from their affiliate indicated that during a pta to the posterior tibial artery, the balloon ruptured at eight atmospheres. The target lesion was heavily calcified and tortuous, and was 80% stenosed. There was no report of any adverse effects to the pt. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reporting affiliate, no additional pt or procedural info is available. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.